Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the pump history showed that the last bolus and the last basal were delivered on 02/02/2015. The delivered basal and boluses added up appropriately to the expected total daily dose. The pump passed a delivery accuracy test and was found to be operating within the required specification and delivering accurately. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a delivery issue with a pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.